Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare's (fph) customer care specialist in our us office "that a case of rt340 was mislabeled and inside was rt240". This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt240 adult dual-heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: a box with an rt340 product label but containing 10 rt240 breathing circuit kits was returned to fisher & paykel healthcare (fph) in (B)(4) for visual inspection. Results: inspection confirmed the reported fault. The incorrect product label (rt340 instead of rt240) was attached to the box. A lot check revealed no other complaints of this nature for lot number 100819. Conclusion: the packaging had been pre-labelled with an rt340 product label, however, the manufacturing line changed over to the rt240 breathing circuit. This resulted in the rt240 breathing circuit kits being packed in a box labeled with rt340. There are standard operating procedures (sops) in place to assist operators on the production line correctly pack breathing circuits. This includes instructions stating that a label should only be affixed to a box if the box is going to be packed. (B)(4).